Event description:
It was reported that the patient complained that something was 'out of whack' with the device. It was determined that the lead exhibited a loss of pacing capture and increased thresholds. A microdislodgement was suspected. Follow up was attempted to determine which lead exhibited the issue, but was unsuccessful. The device output was adjusted to compensate, and the leads remain in use. It was further reported that the right ventricular (rv) lead was the lead in question. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained that something was 'out of whack' with the device. It was determined that the lead exhibited a loss of pacing capture and increased thresholds. A microdislodgement was suspected. Follow up was attempted to determine which lead exhibited the issue, but was unsuccessful. The device output was adjusted to compensate, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.